Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No physical damage was observed. The pump was found to lock and unlock properly. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history. The pump was exercised for 24 hours with no issues. A review of the pump history indicated that loss of primes had occurred, and the pump was primed multiple times during the indicated time frame.

Event description:
The patient's mother reported that the patient went for a swim, and left his pump in a locker. The pump was reportedly left in "locked" mode and had 165 units of insulin. The pump was left from approximately 11am to 12:45pm, and when the patient came back, he smelled insulin, noticed the cartridge cap was loose and there was no insulin left in the cartridge. The prime history indicated that the pump was primed 4 times during the time period. No boluses were recorded. The patient's mother indicated that it is possible someone may have tampered with the pump, but is unsure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.